Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (belt will not securely latch with test monitor) has been confirmed. Upon investigation the electrode belt was unable to securely connect to a monitor. The electrode belt's trunk cable connector was broken. The root cause for the broken connector could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that electrode belt (B)(4) was unable to securely latch with a monitor